Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, noticed haptic broken or torn or missing, and also stated that the product is not available for return. Additional information has been requested.